Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure alarm and a no zero alarm. The customer called for assistance with arterial line acquisition. The getinge representative walked the customer and colleagues through troubleshooting the issue, but the no zero alarm continued. It was then recommended that they continue to trace their lines as it could be a stopcock issue, change out the disposable transducer, and then ultimately change the iabp if changing out the transducer did not resolve the issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter full name: (B)(6). Additional reporter: (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).